Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a debridement and suture operation on (B)(6) 2022 and suture was used on the wound. The patient had come to the hospital with facial pain caused by trauma for half an hour, accompanied by bleeding. The diagnosis on admission was facial skin laceration. The patient underwent the procedure and on the second day after the operation, the patient complained of wound pain and had no fever. The skin at the wound suture on the face was slightly red, no swelling, no exudate, and no treatment was given. On the fourth day after operation, the patient complained of wound pain and no fever. The skin at the wound suture on the face was heavier than the previous day, and there was a slight swelling around the wound, no exudate. The patient had inflammation. The doctor considered the wound thread reaction, and gave a wet compress of alcohol gauze. The wound dressing was changed once a day, on the 5th day after the operation, the patient's wound still had a little pain. The doctor changed the dressing of the wound and found that the skin at the wound suture was red without exudation, the skin temperature at the tactile part was slightly increased, and there was slight tenderness. The patient continued to apply alcohol gauze wet compress. On the 7th day after operation, the patient removed the suture and complained that the wound was slightly painful. The dressing of the wound was changed. The doctor saw that the skin at the wound suture was slightly red and there was no exudate. The wound was sutured and wet applied with alcohol. On the 9th day after operation, the patient did not complain of wound pain. The wound healed well after physical examination. There was no redness and swelling around the wound. The skin temperature of the tactile part was normal, and there was no tenderness. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/17/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/11/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the patient's current status? - good the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?